Manufacturer narrative:
(B)(4).

Event description:
Consumer complaint of about high blood results. Caller normally ranges from 100-125mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (216) and the lowest normal result (100) is located in zone c. No adverse event reported.